Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11765. The patient received two leads with the same lot number. It was reported the patient had fallen after implant, and had not felt like she was receiving effective stimulation. It was reported the physician was scheduled to explant the scs system at the patient's request.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.